Manufacturer narrative:
The nh3l2 reagent lot number and expiration date were not provided. All sample and reagent probes were replaced "at the end" on (B)(6), 2023. The cells and lamps were last replaced on (B)(6), 2023. The investigation is ongoing.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for ammonia ii (nh3l2) on a cobas 8000 c 702 module. The initial result was 201 umol/l. The repeat result was 55 umol/l.

Manufacturer narrative:
The service engineer visited the customer site on (B)(6)2023. The sample probes were cleaned, all the probes were re-installed, the cell cover position was adjusted, the reaction chamber was cleaned, and the water volume for cell blank and cell washing was adjusted. Gear pump pressure was checked with good results and the instrument operated with no problems. Qc was acceptable. The various service actions resolved the issue. The investigation determined the event was due to a maintenance issue.